Event description:
Healthcare professional reported that a patient was injected in the lips with 1 ml of juvéderm® ultra plus xc. The patient experienced ¿increased swelling¿ to the upper lip, a ¿nodule palpable,¿ and ¿mild redness.¿ the patient reported thee event 3 months post-injection and a ¿a pea sized nodule with pain upon vigorous palpation¿ was confirmed. The patient was treated with valtrex 1 gm po x2 due to previous history of ¿fever blisters.¿ the ¿redness¿ resolved, but the area was still ¿swollen.¿ the patient reported ¿allergy and sinus issues¿ for a month that they have been treating with over-the-counter treatment. The patient¿s face is ¿swollen¿ in the mornings. The patient was advised to take 25 mg benadryl in preparing for an upcoming appointment. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.